Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare provider provided additional information indicating that the cause of the issue remains unknown, but it was likely to be user error. They added that the rep educated the patient on how to properly self-adjust the stimulation and confirmed that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had lost their handset and communicator and the device kept shutting off. Caller said the patient started shaking again probably 2 months ago, so they went to the neurologist and the healthcare provider turned the device back on, but the device was off again. Caller mentioned the patient was down a month ago and was shaking again. Caller stated that they spoke to a manufacturer representative (rep) ( name asked unknown) who redirected them to patient services. The patient was redirected to their healthcare provider (hcp) to further address the issue. Caller stated that they see the hcp tomorrow to assist with turning the implantable neurostimulator (ins) back on.